Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported that the customer's time and date on the insulin pump was incorrect. The customer also stated that the insulin pump was not delivering correct amounts of insulin. The customer stated that, when attempting to prime the insulin pump, insulin was squirting out of the end of the tubing. The customer's blood glucose was 59 mg/dl. The customer treated himself with orange juice. Troubleshooting was done. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Explained to keep the top of the reservoir and tubing connector dry before connecting. Nothing further reported.